Event description:
The ipg was eroding through the chest wall skin; the skin was not opened, but the writing on the ipg could be seen through the thin skin. The ipg and extension were removed except for the end of the extension which was left covering the distal lead electrodes to protect them. The lead remained implanted. The plan was to return to surgery two weeks later and implant a new ipg in a location other than the chest wall along with a new extension. It was noted that the pt had great coverage from the system. The pt status was "no injury at this time".

Manufacturer narrative:
(B) (4).